Event description:
Caller stated that he received a result of 500mg/dl, retested immediately and obtained a result of 900mg/dl. As a result, he went to the doctor's office and obtained a reading of 150mg/dl on the doctor's device. He states he compared his device to the doctor's device had the comparison was only a few mg/dl difference, results not provided. A lab was performed with a result of 114mg/dl. No treatment received. Reading of 900mg/dl was not found in device memory. No quality controls were used. Requested return of suspect device and replacement was sent.